Event description:
A distributing customer reported that a conduction catheter broke when it was removed from the patient following a knee surgery. There is no injury that occurred as a result of the incident.

Manufacturer narrative:
According to the initial reporter, there were no complications with the patient an no concern by the attending surgeon. Per the initial reporter, there was no report of serious injury. Based on information received from the complainant, the event appears to be a case of user misuse. The surgeon used excessive force to remove the catheter resulting in breakage. Because the actual device was not retained, and a lot number was unk, co could not perform a thorough investigation. Although the clinician dfu clearly instructs the user to avoid excessive force when removing the catheter.